Manufacturer narrative:
Evaluation summary: (B)(4). The returned device was visually inspected upon receipt and it was found that pebax had 2 small openings. A scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that the pebax showed stretch marks, elongations, abrasion marks and scratches, the stretch marks and elongations can suggest that fatigue and flexion conditions were applied to the device material, its very likely that the action of an unknown tool can be the cause the abrasion marks and scratches found. A corrective action has been opened to address and resolve this issue. Further information was requested regarding the catheter condition; however the clarification has not been available for bwi. Per the event, the catheter was tested and it passed eeprom and recalibration check test, but failed carto 3 test due to spinning icon was detected during mapping. Further examination showed that the sensor was within specifications. Pc board was in good conditions as well. Therefore, the root cause of the spinning icon remains unknown. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.

Event description:
It was reported that during a procedure, the customer experienced a visualization issue with a smart touch catheter. The case was completed by changing the catheter without any patient consequence. This initial complaint is not reportable issue. Upon receiving the product in biosense webster lab on april 15th 2015, it was noticed that pebax appears to be damaged with 2 small openings, making this event reportable.